Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). It was reported that the patient still felt sore from the procedure. Patient reported worsening of symptoms. Patient described these symptoms as not having bladder voids, but strong urgency when stim was set at 1.3. Patient reported decreasing stim on her own to 1.1, because the patient was scared of the worsening of symptoms and felt that her kidneys were filling up and hurting. During the call patient stated that it seemed things were improving due to being able to void numerous times after decreasing stimulation. At the time of the call patient thought she might have corrected the worsening symptoms but wanted to know if the patient should do something else. Patient was advised to contact her healthcare professional (hcp). Patient reported turning stim down but stated that now she was having diarrhea. Patient reported that her bladder was not working, and patient was able to void only half ounces on her own. Patient¿s program was changed from 2 to 3 and stim was increased to 2.5. Patient stated that her symptoms were getting worse. Patient no longer voids on her own and must use a catheter each time. Program had been changed and patient only felt stim for a short time after it had been increased then it went away. No further symptoms or complications reported or anticipated.